Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned.

Event description:
The patient underwent a total knee revision procedure due to arthrofibrosis. The bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Review of the x-rays by private hcp indicates system appears radiographically normal on both views. Hardware intact without periprosthetic regions of abnormality. Bone is well mineralized. No fracture or dislocation. Soft tissues appear normal without swelling. Visual examination of the removed and returned part indicates no major sign of damage on inferior side and superior side of the part. Dimensions were found to be conforming where measured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.